Event description:
User experienced discrepant results for tsh. Units of measure are uiu/ml. The following examples were provided: (1) initial 0.025, repeat 0.925. (2) initial 0.033, repeat 3.41 (3) initial 0.034, repeat 0.888 (4) initial 0.050, repeat 2.36 (5) initial 0.041, repeat 1.26 (6) initial 0.044, repeat 4.96 (7) initial 0.057, repeat 6.59 (8) initial 0.024, repeat 1.36. Initial results were reported. No info provided to determine if results were used to guide therapy. The user replaced the reagent and resolved the issue.